Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the air in line alarm. The eval found the lower reading on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air-in-line alarms. The failed upstream sensor pusher were replaced.

Event description:
It was reported that a spectrum infusion pump had an air in line alarm. It was also reported that there was no pt injury.